Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, it was discovered that an insect with wings had mixed into the urine collection bag, and it was noticed when it was discharged from the urination cock. Additional information: details of the incident: department where the incident occurred: ICU, situation: the patient was in custody. When the patient was about to discharge urine from the urination cock, a winged insect was found in the urine collection bag. Patient information and progress: a patient with a severe infectious disease who had traveled to (B)(6). After returning to (B)(6) three weeks ago, the patient visited the hospital due to fever and pain. Initially, a model number: 996****lr was placed in the emergency room, but it was discovered that the patient was suffering from an endemic disease, and the patient was admitted to the ICU and placed in an isolation room. After the patient was admitted to the ICU, the model number was replaced with the model number: 29030j14 on (B)(6). On (B)(6), a winged insect about 3 mm in size was found in the urine collection bag. Although the patient was being isolated, a urine test at the hospital gave a negative result and it was deemed that there was no problem, so on (B)(6), the sales representative who visited directly received the actual product from the medical staff, as well as the dead insect that had already been transferred from the urine collection bag to a test tube. Additional information: the patient's condition is very bad, and there is a possibility that he will die within a few days. The sales representative asked the doctor what the disease was, but he only replied that it was endemic. Although the blood culture test came back positive, and there was a high possibility of droplet infection, the urine test came back negative, so the hospital decided that it was okay to take the product outside the hospital.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. A labeling review was not performed because labeling could not have prevented the reported failure. Correction- e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, it was discovered that an insect with wings had mixed into the urine collection bag, and it was noticed when it was discharged from the urination cock. Additional information: details of the incident: department where the incident occurred: ICU. Situation: the patient was in custody. When the patient was about to discharge urine from the urination cock, a winged insect was found in the urine collection bag. Patient information and progress: a patient with a severe infectious disease who had traveled to southeast asia. After returning to japan three weeks ago, the patient visited the hospital due to fever and pain. Initially, a model number: 996****lr was placed in the emergency room, but it was discovered that the patient was suffering from an endemic disease, and the patient was admitted to the ICU and placed in an isolation room. After the patient was admitted to the ICU, the model number was replaced with the model number: 29030j14 on june 13. On june 15, a winged insect about 3 mm in size was found in the urine collection bag. Although the patient was being isolated, a urine test at the hospital gave a negative result and it was deemed that there was no problem, so on june 18, the sales representative who visited directly received the actual product from the medical staff, as well as the dead insect that had already been transferred from the urine collection bag to a test tube. Additional information: the patient's condition is very bad, and there is a possibility that he will die within a few days. The sales representative asked the doctor what the disease was, but he only replied that it was endemic. Although the blood culture test came back positive, and there was a high possibility of droplet infection, the urine test came back negative, so the hospital decided that it was okay to take the product outside the hospital.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the first photo sample noted a fly inside the drainage bag near the outlet tube. The second and third photo shows the fly inside the test tube. This does not meet specification per (B)(4), revision 3 which states "product must be clean and free from grease or embedded foreign matter" this occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, it was discovered that an insect with wings had mixed into the urine collection bag, and it was noticed when it was discharged from the urination cock. Additional information: details of the incident department where the incident occurred: ICU. Situation: the patient was in custody. When the patient was about to discharge urine from the urination cock, a winged insect was found in the urine collection bag. Patient information and progress: a patient with a severe infectious disease who had traveled to southeast asia. After returning to japan three weeks ago, the patient visited the hospital due to fever and pain. Initially, a model number: 996****lr was placed in the emergency room, but it was discovered that the patient was suffering from an endemic disease, and the patient was admitted to the ICU and placed in an isolation room. After the patient was admitted to the ICU, the model number was replaced with the model number: 29030j14 on (B)(6). On (B)(6), a winged insect about 3 mm in size was found in the urine collection bag. Although the patient was being isolated, a urine test at the hospital gave a negative result and it was deemed that there was no problem, so on (B)(6), the sales representative who visited directly received the actual product from the medical staff, as well as the dead insect that had already been transferred from the urine collection bag to a test tube. (See attached 3 photos) additional information: the patient's condition is very bad, and there is a possibility that he will die within a few days. The sales representative asked the doctor what the disease was, but he only replied that it was endemic. Although the blood culture test came back positive, and there was a high possibility of droplet infection, the urine test came back negative, so the hospital decided that it was okay to take the product outside the hospital.